Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Functional and gross visual evaluations were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. Upon infusion, resistance was met and thrombus exited the distal end of the catheter. Post thrombus expulsion, the sample was patent to infusion and aspiration. However, the investigation is inconclusive for the reported difficult to flush and obstruction of flow issues, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3, h6 (method). H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that twenty three days post port placement procedure, the device allegedly difficult to infuse. It was further reported that catheter occlusion was allegedly suspected. The device was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that one month post port placement procedure, the device allegedly difficult to infuse. It was further reported that catheter occlusion was allegedly suspected. There was no reported patient injury.